Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: coumadin dose was increased on (B)(6) 2011 as a result of meter reading. On tuesday (B)(6) 2011, pt cut her foot and the cut bled for 8 hours. Customer was told not to take coumadin the next 2-3 days.